Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during slitting, the catheter snapped making the remaining slitting very difficult. The delivery catheter was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the delivery catheter was returned, analyzed and the mechanical operation of the catheter shaft was bent, and the catheter peeling/splitting/slitting showed a spiral slit. The catheter was noted to be damaged during use. The analyst noted spiral slitting was visible from the beginning and the shaft separates at 11 centimeters from the hub. The shaft was kinked at various locations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.